Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and seven months post implant of this bioprosthetic mitral valve, it was explanted and replaced with a non-medtronic mechanical valve. The valve was replaced due to stenosis and severe regurgitation. No additional adverse patient effects were reported.